Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the right cylinder of the ambicor penile prosthesis (app) eroded trough the urethra. The implant was successfully removed. The patient had a good outcome following the procedure.